Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins got hot while recharging, after 5-10 minutes. The rep reported that the patient stopped recharging and tried again 20-30 minutes later and everything was fine. The patient wasn't positive on the date and said it was sometime in (B)(6). The rep reported that about a week later, the same thing happened. The rep reported that early (B)(4) 2019 during a recharge session the ins got warm, but it dissipated and the patient was able to continue charging with no issue. The rep reported that the cause of the event was undetermined. The rep reported that the patient had an appointment on (B)(6) 2019 at their managing healthcare provider¿s (hcp) office. The rep reported that the patient used a pillow to lean on while recharging and would see about not using a pillow next time. It was unknown if the issue was resolved. No further complications were report ed.